Event description:
Revision surgery - the patient was dislocating.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product for visual nonconformance. The parts were dispositioned as return to the vendor and some were accepted with a valid rationale; that the nonconformance would not likely contribute to the fit or function. A review of the product complaint report history shows this is the 106th complaint for this part number: 56 due to dislocation, 16 for dissociation, ten due to infection, seven for instability, five due to trauma, three for non-assembly, two due to pain, two for a taper non-engagement, one for a tight joint/limited range of motion, one for loss of fixation, and one due to cement impingement. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity. There are no indications of a product or process issue affecting implant safety or effectiveness.